Manufacturer narrative:
(B)(4) received medwatch mw5037531 regarding a patient incurring an injury after being treated with a beeline post operative pain pump after knee surgery for a partially torn anterior cruciate ligament. There is no indication in the report of the medication used during this post operative infusion, however intra-articular use is contraindicated in conjunction with certain medications in the beeline pumps directions for use. The warnings section of the directions for use also clearly state "the catheter is not for use in the epidural and intra-articular space". (B)(4) was not provided with any means to contact the patient, therefore no follow up was attempted.

Event description:
The initial reporter states that she had knee surgery in 2004 and that an I-flow painbuster pump was implanted post surgery. She states that she continued to have problems with knee function and in 2005 had a subsequent surgery for the continuing issues. She states that during the second surgery it was noted that she had developed grade 3 chondromalacia of the patella and grade 1 chondromalacia of the femoral trochlea. She received an MRI post surgery in 2006 which noted suspicion of osteonecrosis or osteochondritis. She received another MRI in 2007 which noted severe degenerative changes. She states that this rapid loss of cartilage is similar to many reports she became aware of that also involved chondrolysis associated with pain pumps being inserted in intra-articular or joint spaces. She also states that the delay from the original incident and the date of this report was due to the device being misidentified in 2004. In 2016 she later identified it as a mckinley beeline pump. (B)(4).